Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time unknown). The patient manages his diabetes with self-adjusting insulin. The patient stated that he took more food/drink on (B)(6) 2015 (time unknown) in response to the alleged product issue. The patient was unable/unwilling to state if he developed symptoms; however he stated that he attended an urgent care clinic on (B)(6) 2015 at 6:00 am where he received hcp treatment of IV glucose. The patient stated that his blood glucose was tested using another device on (B)(6) 2015 between 3:00-4:00 pm and the result obtained was "121 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly received hcp treatment suggestive of a severe low blood glucose after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.